Event description:
It was reported by the user facility, that "the rotator at the tip of the syringe is cracked or broken." This was found during prep. No adverse effects to the pt or pt involvement were reported.